Manufacturer narrative:
Explant due to aortic valve stenosis, calcification, and shortness of breath was reported. The device was returned to abbott for investigation and found cusp 1 and 2 contained tears and were calcified. There was fibrous pannus ingrowth, and fibrous thickening. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported aortic valve stenosis appears to be related to the patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted, the valve was explanted, and a replacement valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent double valve replacement (dvr) using 19mm trifecta and 27mm epic valve. The annular dimensions were approximately 21 mm for the aortic valve and 29 mm for the mitral valve. On (B)(6) 2025, the patient presented with shortness of breath. On (B)(6) 2025, the patient required a redo procedure due to the onset of aortic stenosis. The trifecta valve was explanted and a new 21mm sjm regent heart valve w/ flex cuff valve was implanted. The explanted trifecta was calcified. The 27mm epic valve was explanted and a new 21mm sjm regent heart valve was implanted. The patient was reported hospitalized.